Event description:
It was reported that right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. The lead was explanted and replaced. No patient consequences was reported.